Event description:
The patient reported that, while out of state, he received a 04 (occlusion) message on his insulin infusion device when he tried to perform his night bolus. He stated this resulted in an elevated blood glucose reading of 312 mg/dl. He stated he felt groggy and had acid reflux and corrected his blood glucose levels by bolusing through his infusion device. During troubleshooting, the patient stated the piston rod on his infusion device is over 1 year old and the adapter has not been replaced and does not have an "o" ring. It was discovered the time on his infusion device was not accurate and this was corrected. The patient was instructed to disconnect from his infusion device and bolus 4 units of insulin into the air. The device gave an occlusion message. The patient was then instructed to remove the infusion set tubing and bolus which went through without error. The patient was instructed to change his tubing, reconnect to his infusion device and perform a 1.5 unit of insulin bolus which he successfully did. The patient did not require assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.